Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6), 2014. This report is filed (B)(6), 2015.

Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, patient experienced an infection at the implant site resulting in exposure of the implant. The patient was treated with antibiotics (specific type, date, duration and dosage not reported). The implanted device remains. Explantation and reimplantation is planned but has not taken place as of the date of this report, (B)(6), 2014.